Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line assembly. Replaced bezel assembly. Replaced both iui connectors and membrane frame. A review of the device history record for (B)(6) was performed from date of manufacture 03/23/2015 to present date 01/17/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - cracked housing. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2014-0284 lvp air-in-line. CAPA# ca-2018-0161 iui conn issues h3 : device has been serviced.

Event description:
The customer reported that the device is broken/damaged, factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.

Event description:
The customer reported that the device is broken/damaged, factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.

Manufacturer narrative:
Correction: g1. Additional information: d10. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device is broken/damaged, factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.